Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the hem-o-lok clip applier instrument tip would not respond to the surgeons' direction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) confirmed that the correct date of the issue was on aug-23-2023. The instrument seemed fine then all of a sudden started doing the opposite of what was being commanded. Another clip applier was used to complete the procedure without any further issues.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hem-o-lok clip applier was analyzed by failure analysis and found the primary failure of broken input to be related to the customer reported complaint. The instrument was found to have multiple input disks broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. As a result of the broken input disks, the hem-o-lok clip applier failed engagement.